Event description:
After an implantation period of approx. 82 months, oversensing on the ventricular channel was reported. Furthermore a high pacing impedance was observed and it was reported that no capture was detected.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2019 and (B)(6) 2020 recorded the bipolar rv pacing impedance trend rising gradually from initial 400 ohms onto 1000 ohms in the end of (B)(6) 2020, followed by an abrupt rise onto 3000 ohms, with values greater than 3000 ohms till the end of the recorded period. The rv pacing threshold was initially recorded at 0.9 v before in the end of (B)(6) 2020 the threshold abruptly rose above 2.5 v. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.